Manufacturer narrative:
(B)(4). Additional information has been received by the customer and they have reported that a mistake was made when reporting the complaint. They realized that it was not the luer-lock connector of the cvc that broke, it was the luer-lock connector of the extension tube that is attached to the cvc. The customer reported that it was not a teleflex/arrow product that was used, and it was confirmed by the sales rep. As it was not a teleflex/arrow product that was used, this complaint will be voided.

Event description:
The customer reports the end of the connection separated from the catheter. The catheter was inserted on (B)(6) 2018. The catheter was removed, and a peripheral line was inserted. It's reported that there was another medical intervention necessary to insert another cvc.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the end of the connection separated from the catheter. The catheter was inserted on (B)(6) 2018. The catheter was removed, and a peripheral line was inserted. It's reported that there was another medical intervention necessary to insert another cvc.